Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that capacitor failure. Based on the information available and the testing conducted, the cause of the reported problem was due to the capacitor failure. The reported problem is confirmed. Based on the information available, as device is end of life (eol) no work performed by philips. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As device is end of life eol, no work performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.